Event description:
It was reported that three (3) straight-type extension sets did not allow fluid flow. The issue was identified while hanging new lipid fluids in the neonatal intensive care unit (nicu). It was unknown whether a patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.